Manufacturer narrative:
The customer reported that they have decided to replace the device. It is unknown if the customer will be returning the device to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer initially reported that their device was showing its service wrench icon. Upon further evaluation, it was observed that the internal hlc batteries were depleted which could lead the device to not having sufficient power for defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.